Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to connect to the server. A field service engineer visited the site checked the device and found no hardware failure. A fse mentioned that the station has not communicated for over eight months and network checks showed connectivity to the gateway and dns, but not to the server. The fse confirmed that the it manager was informed and will verify the virtual local area network configuration.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was displaying multiple errors after power outage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.